Event description:
It was reported that during a vena cava filter placement procedure, filter deployment difficulties occurred. The greenfield 12fr ss vena cava filter deployed at a 45 degree angle to the vena cava, and the prongs did not open. The physician placed a second filter above this filter to successfully complete procedure. No patient injuries or complications were reported. Patient status is reported as "good".